Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the device would not charge and an error indicator appeared on the battery charger device. The assignable root cause was determined to be due to electrical component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that when the battery device was inserted onto the battery charger device, it was observed that the device was displaying a red triangle. During in-house engineering evaluation, it was found that the warning light appeared and the device would not charge. The event was not reported to have occurred during surgery. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.